Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿the image is yellowish¿, was not reproduced. However, flood in the cable was confirmed. Therefore, it was determined that the video function did not function normally due to flood in the cable, and the indicated phenomenon (the image is yellowish) occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer that the image from the high definition autoclavable camera head turned yellow and the switch buttons failed. The issue was found during an unknown procedure and another similar device was used to complete the intended procedure. There were no reports of procedural delays and no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿image turned yellow and switch button failure¿ was not confirmed. The device evaluation found the coupler was stuck. There were two white dots in the image that could not be fixed. Additionally, the device failed the leak test due to pinhole in the cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.